Manufacturer narrative:
Corrected data: correction: g4 ( the aware date for the previous report).

Event description:
Information received indicating that a cadd ms3 pump alarmed "battery depleted" within 2 hours. No adverse effects reported.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis. The rear housing was found to be damaged. Functional and visual testing was performed. The reported issue of battery depletion was not duplicated. Testing was performed with new installed battery and the device was run for over 4 hours with no battery depleted issues occurring. Therefore, no problem found with the issue. However, it's recommended to replace the motor as a preventive measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.